Manufacturer narrative:
(B)(4). This event is no longer reportable as the issues that were initially reported were explained to be due to the device reaching its end of life (eol) without any indication that the eol was reached prematurely or rapidly.

Event description:
Additional information was received from a patient and a health care provider (hcp). It was reported that the circumstances that lead to the implantable neurostimulator (ins) issue and reported symptoms was that the patient turned off the device with the patient programmer and it would not turn back on the next morning. The patient also reported that saw a neurologist and she determined that the ins battery was bad. Follow-up with the health care provider (hcp) indicated that the ins was replaced due to end of life (eol) and the issue was resolved. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
A consumer reported that when checking the implantable neurostimulator (ins) with the patient programmer they saw the yellow ins off light. There were no lights on for the ins, but the patient programmer light was on. Since the programmer issue began three to four days ago, the patient had a sudden return of shaking in their right hand. There were no ins longevity concerns. The patient's indication for use is parkinson's dual. No cause, actions/interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.